Event description:
The patient contacted baxter's technical service center regarding a bag disconnecting from the set up, which occurred on the homechoice during use. The patient was not connected. The patient requested assistance ending therapy because one of the bags became disconnected from the set up. The patient needed assistance getting the cassette out and starting over with new supplies. The baxter technical service representative assisted the patient with removing the cassette and reminded the patient to dispose of the current supplies and to start over with all new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported connection issue. The patient stated they were able to resume therapy successfully after starting over with new supplies. The patient stated that their husband thought the disconnection was due to the patient not screwing the bag and line together tight enough. The patient stated since then they have been continuing therapy successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint.